Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
During service, the field service engineer (fse) found that the battery in the unit was bad. The customer reported that the device was not in clinical use at the time the issue was discovered.